Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with non-sustained right ventricular oversensing episodes noted via merlin@home transmission. Review of episodes, indicated noise that looked to be characteristics of myopotentials. To perform isometrics and deep breathing tests to determine if noise was reproducible and to continue to monitor the patient were recommended. No symptoms were reported. Patient was stable.